Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 16 2007. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was confirmed. The failure code 703:00, which was found after repair confirms the defective uim pcb. The uim pcb was replaced and the device was tested.

Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump with a defective user interface module printed circuit board (uim pcb). According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.